Event description:
It was reported that faulty PICC line that has a small hole in it. Patient seen for infusion therapy. PICC line was placed on (B)(6) 2024. PICC staff noted no blood return and the patient complained of pain at the insertion site. The PICC line was removed by PICC team staff on (B)(6) 2024. The patient had been coming to the infusion center starting on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown." The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 3 and 4cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that faulty PICC line that has a small hole in it. Patient seen for infusion therapy. PICC line was placed on (B)(6) 2024. PICC staff noted no blood return and the patient complained of pain at the insertion site. The PICC line was removed by PICC team staff on (B)(6) 2024. The patient had been coming to the infusion center starting on (B)(6) 2024. No other information was provided.